Event description:
A company representative reported that the patient was seen in the ER after receiving several shocks and phantom shocks. The model 6949 lead was replaced. Additionally, a lawsuit alleges the leads "failed due to a product defect" and as a result, the patient "suffered injuries and damages." It further alleges the patient has sustained and will continue to suffer from "physical impairment, pain, suffering, and mental anguish." The lead models 5076 and 6947 are still in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.